Event description:
Rptr had breast implants inserted 10/5/82. She developed allergies, skin problems (3 different types of rashes), breathing difficulties (developing asthma), aching and pain in muscles and joints, swelling of hands and feet, weakness, clumsiness, change in bowel habits, nervousness anxiety, difficulty swallowing, sensitivity to cold (she is always cold), change in skin texture, and fatigue. (*)